Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2008 during which the surgeon noted he encountered the previously placed mesh, which he closed with continuous and interlocking sutures. It was reported that the patient underwent takedown of severe adhesions, causing a partial small bowel obstruction on (B)(6) 2016. It was reported that the patient experienced severe pain, bulging, dense adhesions, bowel obstruction, inflammation, stress and anxiety . No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture infections (e19) and abdominal stiffness. Additional information: a1, a2, a4, b7, d1,d3, d4, g1. Additional b5 narrative: it was reported that the patient experienced chronic constipation, scarring, infection, and abdominal stiffness following surgery.